Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the analyzer on the programmer application was unable to get sensing on the atrial and ventricular channel at the same time. It was only able to get sensing on one or the other. There was also a delay in communication with the base. It was noted that the issue only occurred at a specific location and that the analyzer worked appropriately at other locations. A different programmer was used to finish the cases at the location with the issue. The programmer remains in use. No patient complications have been reported as a result of this event. (B)(6) 2019: it was further reported that the latest software was downloaded in attempt to correct the issue. It was noted that the user was unable to see the injury current from the action potential. The programmer is expected to be returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: manufacturer's analysis was unable to confirm the customer comments that the analyzer on the programmer application was unable to get sensing on the atrial and ventricular channel at the same time, or that there was a delay in communication with the base. The programmer passed all functional testing. If information is provided in the future, a supplemental report will be issued.

Event description:
The programmer was returned for analysis.